Event description:
The following is based on a review of the medical records provided by the pt: on (B)(6) 2011 pt underwent repair of right inguinal hernia with placement of a bard perfix plug. On (B)(6) 2012 pt presented with exquisite point tenderness and underwent excision of the bard perfix plug. During explant the surgeon noted "a solid mass of what appeared to be a mesh ball was resected. It did not appear to be tethered to any of the surrounding fascia." No other pathologic abnormalities were found.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. The pt reported to davol that following implant she experienced increased pain. Medical records show that eight months following implant she underwent mesh excision. The explanting surgeon noted that he explanted what appeared to be a mesh ball that did not appear to have been tethered. The excised mesh was not returned to davol; therefore an evaluation of this reported condition could not be conducted. A review of the mfg records was performed and found no evidence of a mfg related cause for the alleged event. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. At this time it cannot be determined to what degree the mesh may have caused or contributed to the problems reported by the pt. Based on the info provided it is possible that the mesh was not fully secured when placed. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.